Event description:
It was reported that during cystoscopy for laser fragmentation of ureteral stone, the fiber broke when the surgical assistant moved it. The laser was stopped immediately. However, there was a pin point (1mm or less) that burned through the drape and pt's sock to the plantar aspect of the left foot. (B)(4).

Manufacturer narrative:
(B)(4).